Event description:
A customer contacted beckman coulter inc., (bec) and reported that a brownish color liquid leak (150 ml/a cup) was coming out of the coulter lh 780 hematology analyzer which was uncontained. A foul smell around the instrument was detected when they found the slow leak coming out from under the unit. Dry deposits were also observed indicating it may have been dripping for a while. No error messages were indicated. The msds was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles, and a lab coat when they found the leak. There was no report of exposure to open wounds or mucous membranes. No one sought medical attention. There was no impact to results. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the lower sheath restrictor tubing had worn a hole and was spraying fluid. The fse replaced the tubing. The fse also replaced the green stripe tubing to the top of the differential mix chamber and the red stripe tubing to the mix chamber. The cause of the leak was worn lower sheath restrictor tubing with a hole. (B)(4).